Event description:
Customer alleged blood glucose results of 260 mg/dl and 46 mg/dl on the aviva system when testing was performed back-to-back. The customer reported having no symptoms and did not treat or act based on the results. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.